Event description:
During ultrasound-guided puncture, the needle passed through the sheath. Unable to continue using the equipment and had to use a new needle. Longer procedure time "as per cc form": during ultrasound-guided puncture, the needle passed through the sheath. Unable to continue using the equipment and had to use a new needle. 1 was gaining access to the target site difficult? No. 2 was puncture of the targeted site difficult? No. 3 what is the scope manufacturer and model number that was used? Fujinon. 4 was the scope recently service/repaired? No. 5 was the device used in a tortuous position? No. 6 was the endoscope in a flexed or twisted position at any time during the procedure? I don't know. 7 are images of the device or procedure available? No. 8 when was the issue noted? On advancement of the sheath/needle. 9 were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed). 10 if not with the device in question, how was the procedure performed and/or finished? 11 did the patient require any additional procedures as a result of this event? No. 12 if additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? Same procedure. 13 was force required on insertion of device into scope? I don't know. 14 was resistance felt while inserting the device through the scope? N/a. Can it also be confirmed what they mean by ¿the needle passed through the sheath.¿ do they mean that the needle penetrated the sheath? If so, was it at the patient or handle end? At the patient. Can they explain what exactly they mean by ¿unable to continue using the equipment and had to use a new needle. ¿what was the issue with the needle. The needle passed through the sheath of device; they used another needle.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: (B)(4) unit of lot number c2295413 of echo-hd-19-a was returned for evaluation, in its original packaging. With the information provided, a physical examination investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 06th of january 2026 and lab re-evaluation on the 29th of january 2026. Visual inspection: device returned with stylet not fully inserted. Distal end of sheath examined and damage observed at approx. 0.8cm from the tip. Functional inspection: sheath extender able to advance and retract with no issue. Needle handle unable to advance due to sheath damage. Stylet removed from device with no issue. Stylet examined and no issue observed. Distal end of stylet examined and no issue observed. Attempt to re insert the stylet but unable to pass the damage on the distal end of sheath. Lab re-evaluation: visual inspection: distal end of needle examined and slight kink observed approx. 1.2 cm from tip of needle functional inspection: needle removed from the device and slight kink observed at the distal end. Equipment used: ruler (B)(6) calibration due date (B)(6) 2035. The reported failure was observed. Manufacturing records: prior to distribution all echo-hd-19-a devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2295413. A review of the manufacturing records for echo-hd-19-a of lot number c2295413 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the ¿notes¿ section of the instructions for use, ifu0050 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0050) image review: an image was not returned for evaluation. Root cause analysis: a definitive cause could not be determined from the investigation. A possible root cause could be attributed to excessive force which can be applied when trying to get the needle out of the scope during advancement that could have potentially led to the distal needle kink. This could potentially have led to the sheath damage and issue with stylet advancement observed during lab evaluation. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer: during ultrasound-guided puncture, the needle passed through the sheath. Confirmed quantity, (B)(4) device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Longer procedure time. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to excessive force which can be applied when trying to get the needle out of the scope during advancement that could have potentially led to the distal needle kink. This could potentially have led to the sheath damage and issue with stylet advancement observed during lab evaluation. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on visual and/or functional inspection.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 11-feb-26.